Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a retracted helix and a deformed conductor coil at 120mm. Resistance tests were then completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this lead sought medical assistance due to dizziness and general malaise. Upon clinical evaluations, a bradycardia condition and capture loss were confirmed with this right ventricular lead. The lead had been implanted for approximately one month and was confirmed to not be displaced. As a malfunction of the product was suspected, the lead was explanted and replaced with another of the same model type. Post revision the patient was confirmed stable. The explanted product was later returned for laboratory analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this lead sought medical assistance due to dizziness and general malaise. Upon clinical evaluations, a bradycardia condition and capture loss were confirmed with this right ventricular lead. The lead had been implanted for approximately one month and was confirmed to not be displaced. As a malfunction of the product was suspected, the lead was explanted and replaced with another of the same model type. Post revision the patient was confirmed stable. The explanted product is intended to be returned for laboratory analysis.